Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following addition information. Reportedly, the patient underwent uneventful cataract surgery followed by stent procedure where one (1) stent was interiorly inserted. Due to patient's elevated preoperative iop, the surgeon implanted two (2) additional stents. The patient most recent iop was reported at 17 mm hg with adverse event resolved.

Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon deployed one (1) of the two (2) stents from the trabecular micro-bypass stent system ¿a little anteriorly¿ to the trabecular meshwork (od). Reportedly, patient anatomy and poor visualization during implantation attempt were the contributing factors. There was no report of patient injury. The surgeon used a back-up device of same model to complete the procedure successfully. Additional information is being requested.